Event description:
It was reported that the pt was hospitalized in the intensive care unit. The reason for the hospitalization was not provided. Per the reporter, she was uncertain what was wrong with the pt. The pt may have been given oral baclofen along with the drug in the pump. The reporter indicated that "they want to do MRI and have pump shut off". Add'l info has been requested from the hcp, but was not available as of the date of this report.